Event description:
The ge oec 9800 fluoroscopy system had a wheel castor that became loose and fell off.

Manufacturer narrative:
A ge oec service representative investigated the issue and secured, and tightened all castor and wheel hardware. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.